Manufacturer narrative:
(B)(4).

Event description:
On or about (B)(6) 2018, the customer started using the 670g medtronic insulin pump. The customer was unaware of 2 infusion set recalls and one pump recall that pertained to their insulin pump. The insulin pump's initial settings were set to alert on a low of 70 mg/dl and high of 180 mg/dl. On or about (B)(6) 2018, the customer went into hypoglycemic shock and was found unresponsive by his family. There were no alarms from the insulin pump alerting the customer to the low. The customer was transported by ambulance to a hospital where their blood glucose was 84 mg/dl, per the paramedics report. The insulin pump however read at 41 mg/dl. The customer's blood glucose level was 100 mg/dl in the emergency room. The reporting party stated the pump over delivered insulin and the customer was unaware that the pump was defective.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer¿s passing from an unnamed source. The information received on (B)(6) 2019 stated the customer was deceased. No further information was available. The customer was using a medtronic minimed next generation pump.